Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak caused by a hole in the pump. The pump was removed and replaced without complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to a fluid leak caused by a hole in the pump. The pump was removed and replaced without complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. No leaks were found with the pump and no tubing was returned for analysis. The pump did not pass the functional testing as it did not pass the activation test. Based on the information available and analysis results, the reported clinical observation of fluid leak and hole/perforated could not be confirmed, but the activation anomalies identified in the pump could have caused or contributed to the functionality of the device.